Manufacturer narrative:
The reported events of increase capture threshold and decrease sensing were not confirmed. A complete lead without a stylet was returned in two pieces. Analysis revealed clogged dried body fluids prevented the helix from retracting, as well as the stylet from advancing. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Device interrogation revealed, the right atrial (ra) lead exhibited high capture thresholds and loss of sensing. X-ray was performed revealing; the ra lead was dislodged. During the revision procedure, the lead's helix would not retract and there was difficulty advancing the stylet in the lead. The lead was explanted and replaced. The patient was stable and recovering after the procedure.